Manufacturer narrative:
This report is for one (1) unknown variable angle (va) plate. Without a part and lot number, the UDI is not available. Device still remains implanted in the patient, thus explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a left olecranon fracture and underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 successfully. A variable angle (va) plate was implanted. The physician's assistant reported the patient is complaining of skin irritation and wanted to know if the va plate was made of stainless steel. Surgery delay is unknown. No additional information. This is report 1 of 1 for com-(B)(4).